Event description:
A hospital physician reported loss of image during a surgical procedure. The following day, an olympus sales rep visited the hospital and reported that loss of image occurred again during a second procedure. The sales rep explained that white lines appeared across the monitor connected to the video laparascope during both procedures. The rep stated that when loss of image occurred, both procedures were temporarily discontinued while the o.r. Staff removed the video laparoscope and replaced it with a camera head and a non-video laparoscope. Although the rep cannot provide additional details, he mentioned that the procedures were completed and there were no pt injuries related to the occurrences.